Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the high voltage lead impedance was noted on the right ventricular (rv) lead. No patient symptoms were reported and patient will continue to be monitored. No further information is available at this time.